Event description:
The complainant reports that during a therapeutic procedure of placing the pt's (sex and age unknown) enternal feeding device the button and shaft completely detached from each other. The device was removed from the stomach cavity by use of a snare. The procedure was not completed at this time and there were no reported adverse affects on this pt as a result of the malfunction.